Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during delivery procedure, at the end for closure, at the first device did not have a thread. The thread and needle of the second device detached. The needle fell into the patient¿s cavity and was retrieved. Another device was used to complete the case. There was no patient injury.